Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g1-2, g3, g6, h2, h3, h6, h10, h11. Visual examination of the returned product exhibits signs of extreme use (pits, gouges,) and confirms the complaint in that the bearing has fractured. It is not possible to confirm if all pieces were returned due to the damage seen. Additionally, dimensional analysis not performed due to damage. The bearing was sent for further fracture analysis who reported that the fracture in the bearing was potentially caused by overloading with possible contributing factors of oxidation and delamination. Both of these may have been possibly exacerbated by the overloading, and also possibly misalignment of the bearing with the tibial tray. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed by a radiologist.the review identified an anatomic alignment of the right knee medial unicompartmental arthroplasty with progressive polyethylene wear or fracture as noted. The implant fit and alignment are maintained. Bone quality is osteopenic on all images. There is evidence of advanced polyethylene wear or fracture as noted. Alignment is maintained. There is marked osteopenia on all images. The narrowed medial compartment space is due to either bearing wear or fracture, but this cannot be distinguished on the radiographs. No metallosis is identified. No anatomical or alignment factors are identified. Medical records were provided and reviewed by a health care professional. The review identified that the implants are fixed. The meniscus is broken centrally and completely salvaged. Effusion is clear. Synovitis with synovectomy. Small central cartilage defect on femur laterally in mail loading zone with stable cartilage edges. No intra-op complications/events. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item name: oxford uni femoral md; item number: 154601; lot: unknown. Item name: oxf uni tib tray sz c rm PMA; item number: 154723; lot: unknown. Item name: unknown bone palacos cement; item number: unknown; lot: unknown. G2: foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right unicompartmental knee revision due to the meniscus found broken centrally with minimal local metallosis. During the procedure noted a clear effusion and synovitis. The bearing was exchanged without complications. Approximately 12 years post-implantation. Attempts have been made and all additional information received has been included in this report.